Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture. Additional information indicated that this lead was dislodged and confirmed under x-ray. During the revision procedure, pacing inhibition and asystole occurred as a result of the device remaining connected to the leads but removed from the pocket. This lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.